Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: insufficient inflow. Probable root cause: pressure sensor malfunction/out of calibration. Inflow cassette/ tubing pressure sensor membrane failure. Mis-inserted cassette/ tubing. Motor encoder malfunction/failure (inflow and/or outflow). Roller wheel assembly (inflow and/or outflow) malfunction/failure. Roller wheel failure due to peristaltic tubing debris build-up. Main board (all) /imx failure (cf). Software malfunction . Use error . Pressure sensor is operated above linear pressure reading range (>450 mmhg for cf) (design). Pump operated at least-favorable environmental conditions for extended period of time command not registered from hand control (all), footswitch (cf), sidne (fc, ap) or hermes (ap-hermes ready). Power failure of pump. The failure mode will be monitored for future reoccurrence. Mfg date: october 01, 2011. (B)(4).

Event description:
It was reported that pump would shut off automatically. It was also observed that it was administering insufficient amount of liquid periodically. There was a 30 minute delay in surgery, but there were no adverse consequences or medical intervention reported. Surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that pump would shut off automatically. It was also observed that it was administering insufficient amount of liquid periodically. There was a 30 minute delay in surgery, but there were no adverse consequences or medical intervention reported. Surgery was completed successfully.